Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change-out for normal eri, an insulation anomaly was observed on the rv lead. Friction to the device can was suspected. The lead was repaired with medical adhesive and remains implanted. No further information is available.